Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37603, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3387s-40, lot # va0arp9, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot # va0bbqp, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
It was reported that the patient¿s hands had started to clasp together during the night since (B)(6) 2013. After that, three months after implant, the patient began falling a lot. The patient fell once or twice a day and in (B)(6) 2014 he broke his leg. The patient had not fallen since that time. The patient had lost a lot of coordination and stumbled when he walked. The patient would hold on to something when he walked to keep himself more stable. This issue had been happening for ¿a while,¿ but the patient could not provide an exact date, and he thought his coordination could be getting worse. The healthcare provider (hcp) thought the cause of the event was gait ataxia or possible orthostatic hypotension with polyneuropathy. The therapy was still working for the patient¿s tremors. The patient had an appointment scheduled with his implant surgeon for (B)(6) 2014. Medical intervention and the patient outcome were not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information received from a consumer reported the patient had been having problems with falling and they fractured their leg in (B)(6) 2014. The patient's health care provider (hcp) was recommending a motorized wheel chair to help prevent falls. In (B)(6) 2015, the patient broke the bones around their eye socket after a fall. The patient's indication for us is parkinson's dual and movement disorders.